Manufacturer narrative:
Date rec'd by MFR: 05/18/2019. Failure analysis on the returned touch screen shows that physical damaged resulted in the traces 1-5 to connector ripped open. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was faulty. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04jan2019. Date rec¿d by MFR: 03jan2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. Device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.